Event description:
The customer reported that there was a speaker malfunction error. It is unknown if the device produced audible sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips bench repair technician (brt). Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound, although distorted. Despite the speaker being confirmed to be functioning per specification during testing, it was indicated that there was speaker malfunction at the time of the event. The speaker has been replaced per current process. The unit was returned to the customer.based on the information available and the testing conducted, the evaluation could not confirm the customer's alleged malfunction. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.